Manufacturer narrative:
From the information provided on the incident report, this event was not device related. An analysis of the device cannot be performed as the device was not returned. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of insert due to potential infection from a fractured hip surgery.